Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the casing does not function. The power from the casing is not optimal, this causing the device to lose performance. The device was sent in for evaluation and repair. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer called in a service request for this item on (B)(4) 2014 for casing does not function. Power from casing (battery) to device is not optimal. Causing the device to lose performance. The service technician stated: lid jams. The review indicates that the device has not been serviced during the past 6 months. The item was returned on: (B)(4) 2013 due to general worn out. Additional srr failure description was: lid jams when closing. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could not be confirmed. A malfunction of the device could be confirmed. The service history review shows that the previous service condition from (B)(4) 2013 is relevant to the current failure detected by the service technician. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: general worn out. Additional srr failure description: lid jams. Most relevant replaced spare parts: seal for lid. The probable root cause of the event was determined to be normal wear. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.